Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was not received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient¿s device was implanted on (B)(6) 2018 and was down to 30%. The patient said she read the book about not charging with an unhealed wound. The patient said she turned stimulation off for a while, but she needed to turn it back on. The patient said she didn't think the ins would deplete this fast. The patient also mentioned the belt was too big for her to use. It was reviewed the patient should see the healthcare professional (hcp) to tell her if it was okay to charge or not. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(4) 2018. It was reported that a change in device programming led to the implantable neurostimulator (ins) battery depleting fast. For example, when the patient sits down, a higher intensity is required compared to when they lie down and standing/walking required a higher intensity than when they were sitting. The patient also reported that they were able to change the stimulation, they needed to change the stim every day and, and they were using high frequency at the time of the report. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.